Manufacturer narrative:
Case (B)(6) the device was returned for evaluation. When the device end effector was locked there is still movement in the lateral rotation (left-right) direction. The cause for this malfunction is one of the lateral rotation cables had partially pulled out of the shrink tube creating just enough slack failing to immobilize the end effector even though the lock rotation knob has been place in the lock position. The malfunction is confirmed.

Event description:
During a convergent procedure with an laa clip, a pro135 was tested outside the patient and would not lock. According to the pa, when the pro would not lock, at that point, a new clip was placed with no complications or harm to the patient.